Event description:
Edwards was informed of a failed 23mm aortic valve due to aortic insufficiency that will be replaced in a valve-in-valve procedure. The 23mm aortic valve has been implanted for approximately fourteen (14) years. No other information was provided.

Manufacturer narrative:
The device is not available for return and evaluation because it remains implanted. The valve-in-valve procedure has not been confirmed as having occurred. There is no serial number or implant date of the device; therefore, we are unable to perform the device history record (DHR) review. No additional information has been provided to identify the device or the patient. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time can occur due to regurgitation, structural valve deterioration (svd) (from stenosis - calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device remains implanted and will not be returned to edwards for analysis. Based on the available information, we are unable to confirm the clinical statements if new information is received, a supplemental report will be submitted.